Event description:
The patient reported that they had experienced a shocking sensation. Painful stimulation was noted. The pt reported she had a really bad experience where all of the sudden the stimulation went way up high to excruciating pain. The pt reported they got the pp (patient programmer) and lowered it down but she was still in pain and when she turned it off she was still in pain and had to go to the hospital. The pt reported when her husband checked her pp the amplitude was at 2.2 which is where it had been set at, so the stimulation felt like it increased but amplitude number didn't actually change. The pt reported she was sitting in a chair when this occurred. The pt reported she was not near sources of emi other than her laptop computer. The pt reported she had not had any recent changes to her home environment or medical tests or procedures. The pt reported when she tried turning stimulation back on she had too much vaginal pain and pain in the back. The pt stated on a 1-10 pain level it was a 10. The pt reported she still had a lot of pain today and was sore even with stimulation turned off. There were no trauma/falls reported that could be related to this issue. The reported issue was not related to positional movements. The pt confirmed she will call healthcare provider today. This was considered a sudden change in therapy/symptoms. Event date: (B)(6) 2016. Indications for use noted as: urinary dysfunction/sacral nerve stim.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.